Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to confirm that a product malfunction occurred. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "dr. (B)(6) used the 5mm epix clip applier on case on (B)(6) 2014. Patient was diagnosed with bile leak two days later. An ercp was done and the leaks showed at the site of the clips per dr. Scott cinelli. Type of intervention- ecrp was done and patient was treated."type of intervention: "ecrp was done and patient was treated".